Event description:
Procedure type: lap cholecystectomy. According to the reporter: during a lap chole a 12mm blunt tip trocar was being used. At some point during the case the balloon broke. It did not cause an injury to the patient although it did cause a slight delay. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. No delay over 30 minutes.

Manufacturer narrative:
(B)(4).